Event description:
It was reported that during the preparation of a coronary stenting treatment procedure, stent damage occurred. A 2.50x38mm promus element plus stent was to be used to treat the target lesion but the physician found that the stent was lifted. The procedure was completed with a 2.5x32mm promus element plus stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).